Manufacturer narrative:
Additional information: h11: the actual devices were not available; however, four (04) photographs of the sample were provided for evaluation. Visual inspection of the photographs showed dark particle/fibre spot embedded in the outside of the tubing, not in the fluid pathway. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that fixed black particles and fibers were observed in twelve (12) non-vented high-volume inlets. This was discovered during inspection. There was no patient involvement. No additional information is available.